Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation

Event description:
It was reported that pump was not annuciating audible sounds for alerts and alarms. Customer's blood glucose ranged from 55-70 mg/dl. Reportedly, customer continued to use pump for insulin therapy.